Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. An effusion was noticed upon successful completion of the procedure. During the trans-septal crossing, the patient's septum was noticed to be floppy and the area was scraped. The patient remained stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. An effusion was noticed upon successful completion of the procedure. During the trans-septal crossing, the patients septum was noticed to be limp and the area was scraped. The patient remained stable. It was further reported that the effusion was noted post-procedure after the catheters were removed. Additional intervention was required to manage the effusion.